Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. One kink was found on the catheter tubing approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.02cm in length. The optical fiber was found to be broken within the membrane approximately 26.9cm from the iab tip. The evaluation confirms the reported leak, blood in tubing problem. The reported blood in tubing problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported there was blood noted in the gas line during intra-aortic balloon (iab) therapy. The pumping stopped and the physician was notified. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported there was blood noted in the gas line during intra-aortic balloon (iab) therapy. The pumping stopped and the physician was notified. There was no reported injury to the patient.